Manufacturer narrative:
Additional information received by the manufacturer's customer providing the correct catalog and lot numbers for the manufacturer's device involved in this event. Furthermore, for quality control testing of the customer's drug product, vial adapters are utilized to reconstitute the drug. After reconstitution of the customer's drug product, a particle was observed in the vial. According to the manufacturer's records, lot h663 was manufactured in accordance with relevant procedures, tested before release and shipped according to specifications. Batch records for lot h663 were reviewed; no non-conformances were found. All qc inspections were conducted according to procedures during production; no deviations were noticed. The final lot sent to the manufacturer's customer meets quality, safety and functionality requirements. Complaints database of the last three years was reviewed, no justified complaints were found for the lot h663 in question; no justified complaints were found for the same catalog; no justified complaints were found for the reported issue. Retained samples from lot h663 were 100% visually inspected by the contract manufacturer; no deviations were observed. According to the manufacturer's customer, a particle was found in the product that was tested and was identified as pet-polyethylene terephthalate. According to the report analysis; the material, dimensions, and configuration of the particle examined is closely consistent with that of the filter mesh fibers used in the manufacturer's vial adapter device. As part of the investigation, the manufacturer performed functionality and analytical testing on retained samples as well as returned samples received from the manufacturer's customer from lot h663; all products met the testing requirements. The manufacturer was unable to identify or simulate the reported particle as the particle was found in the vial after reconstitution and before the drug was withdrawn into the syringe. The particle had not yet been filtered by the manufacturer's product and would not pass into the syringe. Therefore, the root cause for the particle at the customer site could not be determined and no corrective action could be identified by the manufacturer. UDI number not applicable. The device involved in the reported event is not in commercial distribution under a premarket notification registered with FDA, as the device in the received complaint is distributed in china only. For this reason, a us UDI for this catalog number is not applicable. During production of catalog 8072112, lot h663, the version of the tyvek artwork did not include the specific day of expiration. Therefore, the first of the month was entered in the field for the expiration date.

Manufacturer narrative:
An investigate of this issue is currently ongoing. Upon completion of the investigation and if additional information is provided from the manufacturer's customer a follow-up report will be submitted. UDI number not applicable. The device involved in the reported event is not in commercial distribution under a premarket notification registered with FDA, as the device in the received complaint is distributed in s. Korea only. For this reason, a us UDI for this catalog number is not applicable.

Event description:
The customer, bayer u.s. Llc pharmaceuticals, contacted the device manufacturer on 23dec2024 to report that a foreign particle was discovered in a reconstituted vial of the customer's drug product. The reported particle was identified by the customer as polyethylene terephthalate (pet), a member of the polyester family.